Event description:
It was reported that a patient with a 23mm 3000 aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, 10 months due to severe aortic stenosis. The patient presented with chest pain and fatigue. The tavr was performed with a 23mm 9750tfx transcatheter heart valve.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The stenosis in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3000 aortic valve has been scheduled for a valve-in-valve procedure after an implant duration of nine (9) years, nine (9) months due to severe aortic stenosis. The patient presented with chest pain and fatigue. No other details were provided.